Manufacturer narrative:
Patient information was not provided for reporting. Incident occurred intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part# 02.111.631, lot# l508220. Manufacturing location: (B)(4), manufacturing date: jul 27, 2017. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during repair of the distal radius on (B)(6) 2017, the surgeon went to affix the distal radius plate with the first screw in one of the locking holes and the screw would not lock in or seat to the plate as expected. The plate and screw were removed from the patient and a backup plate and screw available (possibly the same part numbers) in the set were implanted in the patient without issue. There was a five-minute delay as the backup devices were retrieved from the readily available set. Procedure was completed successfully with patient in stable condition. Upon inspection of the devices, the reporter stated that one of the holes in the plate looks as though it was not machined properly. He further explained that one of the four holes on the variable angle plate has threads that are malformed or "messed up". Concomitant devices reported: screwdriver (part # unknown, lot # unknown, quantity 1). This report is for one (1) 2.4 mm distal radius plate. This is report 1 of 2 for (B)(4).